Manufacturer narrative:
H10 - two administration accuracy tests have been carried out with parenteral nutrition, (osmolarity of 2000 osm / l) of central administration route and thus obtain real results with the same clinical and hospital infusion conditions in plum technology 360. Test 1: start of infusion 11:43 am (B)(6) 2019 channel: a mode: alternate. Programmed parameters: vtbi (volume to be infused): 1000 ml duration: 24 hours parameter calculated by the device: rate 41.7 ml / hr results: end of infusion 11:39 am (B)(6) 2019 infused volume: 1027 ml duration: 23 hours 55 minutes 22 seconds summary of results test 1: the device was programmed in channel a in alternate mode to deliver a volume to be infused of 1000 ml in 24 hours obtaining a calculation of the device at a flow rate of 41.7 ml / hr, resulting in 1027 ml delivered in 23 hours 55 minutes 22 seconds. The infusion ended 4 minutes 38 seconds earlier than estimated. 1000 ml * 5% = (+ -50 ml) with a tolerance of +/- 5%, the delivery value was found in the acceptable range. The margin of error of delivery was +27 ml. Environmental conditions ambient temperature: 22.0 ° c relative humidity: 61.1% rh according to the user manual eps-98415-002 rev. A, 2018-04 section 11-3 environmental characteristics, the operating temperature must be between 5 ° c to 40 ° c and the relative humidity between 10% to 90 %. Test 2: start of infusion 02:18 pm (B)(6) 2019 channel: a mode: alternate. Programmed parameters: rate: 41.7 ml / hr duration: 24 hours parameter calculated by the device: volume to be infused 1001 ml results: end of the infusion 02:09 pm (B)(6) 2019 infused volume: 1012 ml duration: 23 hours 50 minutes 47 seconds summary of results test 2: the device was programmed in channel a in alternate mode to deliver at a speed of 41.7 ml / hr in 24 hours, obtaining a calculation of the device to deliver 1001 ml, delivering as a result 1012 ml delivered in 23 hours 50 minutes 47 seconds. 1000 ml * 5% = (+ -50 ml) with a tolerance of +/- 5%, the delivery value was found in the acceptable range. The margin of error of delivery was +11 ml. Environmental conditions ambient temperature: 22.3 ° c relative humidity: 54.3% rh according to the user manual eps-98415-002 rev. A, 2018-04 section 11-3 environmental characteristics, the operating temperature must be between 5 ° c to 40 ° c and the relative humidity between 10% to 90 %. Equipment used in both tests: tape measure: 009921 co-1246 does not require calibration. Digital thermohygrometer: co-1303 next calibration: 2020. June .15 electronic balance: co-009 next calibration 2020. April.30 digital stopwatch: co-1282 does not require calibration primary set: list: 14679-28 lot: 4056435 parenteral nutrition: osmolarity 2025 / only for device testing purposes. Distance between drip chamber and cassette: 38 cm according to the technical service manual plum 360 eps-98416-001 rev (a, 2018-03) section 5-47 figure 5-39 the distance of the drip chamber to the installed cassette must be between 30 cm to 61 cm. Pump used for test sn (B)(6) from las americas clinic. The functional tests of the device and the tests associated with the complaint of the plum 360 technology were performed, the plum 360 device selected for this test, worked at a rate of 41.7 ml / hr in both tests. According to the eps-user manual 98415-002 rev. A, 2018-04 section 11-11 ¿effects of enteral or viscous fluids¿ where he comments that the limits of administration accuracy of the enteral or viscous fluids of the system can be reduced up to 5%. The administration accuracy of the enteral fluids of the system is defined only for speeds of 1 to 200 ml / h. The device did not make deliveries that are outside the accuracy range. The probable cause was not found.

Manufacturer narrative:
The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned device.

Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 pump that reported completed an infusion of parenteral nutrition in 19 hours instead of 24 hours. There is no information regarding programming parameters available. There was no adverse event, need for medical intervention or delay in therapy reported. No other information was provided.